Event description:
The customer reported an error system message and the system locked prior to the procedure. The patient had received peribulbar block with no incision. The procedure was cancelled.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported issue. The company representative replaced the air/fluid controller pcba (printed circuit board assembly), the eeprom, and the w9 signal cable and w10 power cable. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned fore valuation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months old did not indicate any additional similar reports for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).